Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the bending section glue was peeling, guide pipe joint was loose, w-mouthpiece was loose but not rotating, and control knob had play. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had a leak at distal end during reprocessing. Upon inspection and testing of the returned device, it was discovered there was a glue defect on the forceps mechanism cover lid. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of a glue defect on the forceps mechanism distal end cover lid found during evaluation.

Event description:
According to the reporter, the event occurred on (B)(6) 2022 during reprocessing. There were no additional details regarding the patient or event reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event and on the legal manufacturer's final investigation. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of this phenomenon could not be identified. The glue on the forceps cover was peeling off, however; the cause of the peeling has not been determined. Olympus will continue to monitor the field performance of this device.